Manufacturer narrative:
The device was returned for investigation. It was found that the inhomogeneity of the wire mesh was caused by the insertion of the device into an unapproved sheath. The accompanying unapproved sheath was significantly more rigid in terms of material properties compared to the recommended sheath. During insertion, the la atrial disc shifted, resulting in an inhomogeneous mesh structure. Therefore, the identified root cause was not following the IFU.

Manufacturer narrative:
A1-a4 is unknown. The review of the batch record and inspection protocols of the reported device revealed no deviation. No other complaint exists from the reported lot regarding the same complaint reason. All qc criteria were within specification according to the batch record.

Event description:
It was reported that an n 36 prosthesis was prepared and inserted into the 12 f sheath. The left disc was released and did not assume a flat disc-like shape but rather bulged like a balloon. It was instructed that the prosthesis be removed and we observed that the central part of the right disc was completely open, preventing the normal configuration of the disc.